Event description:
It was reported the patient developed sepsis and there was vegetation present on the patient's valve. The implantable cardioverter defibrillator (ICD) system was explanted and temporary pacing utilized during antibiotic therapy. The device system has been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.